Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: (B)(4). Note 1: manufacturer contacted customer in a follow-up call on 30-jun-2023 to ensure the customer's condition had improved - able to establish contact with customer who stated her condition had improved and she did not currently have any diabetic symptoms. No medical intervention since the last call was reported. Note 2: manufacturer contacted customer in a follow-up call on 11-jul-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results and error message (e-0). The customer is concerned with test results from results obtained of 219, 132, 157 and 181 mg/dl. The customer¿s expected am fasting blood glucose test result range is 90-103 mg/dl. The customer reported feeling tired; medical attention was not needed at the time of the call. During the call, a blood test was performed by the customer non-fasting and produced e-0 error message using true metrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is (B)(6) 2023 and open vial date is (B)(6) 2023 or (B)(6) 2023. The meter memory was reviewed for previous test result history: result 1: 219 mg/dl, date: (B)(6) 2023, time: am fasting; result 2: 132 mg/dl, date: (B)(6) 2023, time: am fasting; result 3: 157 mg/dl, date: (B)(6) 2023, time: am fasting; result 4: 132 mg/dl, date: (B)(6) 2023, time: am fasting; result 5: 181 mg/dl, date: (B)(6) 2023, time: am fasting.